Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the incident was possibly over 400 mg/dl. Blood glucose level at the time of the call was 209 mg/dl. Customer stated that she had blood glucose levels of 500 to 600 mg/dl before beginning insulin pump therapy. The customer also reported that she was having difficulty removing the battery cap. The customer reported that she was unable to remove the battery cap with a screwdriver. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.